Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. (B)(4).

Event description:
The lead was returned to the manufacturer after being explanted with no reason for return. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event. Information was reviewed that the patient is deceased. Additional information received from the clinic reported the cause of death was due to shock and a gastrointestinal bleed and there were no known product performance issues. There is no identifiable connection (reasonable suggestion) alleging the device system caused or contributed to the death or was otherwise associated with the death outcome (if no alternative cause for this untoward outcome was identified as a likely cause of such untoward event), or a statement by a healthcare professional reaching the conclusion that there is an identifiable connection.